Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. Customer stated the insulin pump may have been exposed to perspiration. Customer's blood glucose was unknown. The customer reported fluid was present under the lcd display. The customer also stated the insulin pump's screen was cloudy and multiple colors was displayed. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No moisture damage was found inside the insulin pump or on the keypad trace. The insulin pump was received with cracked battery tube threads and severely scratched display window.